Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. A result of 169mg/dl is documented. Unclear if the reading was from the patient's meter or the lab. Tests were done within 11-20 minutes with a difference of greater than 20mg/dl or 20%. Patient did not experience any adverse events.